Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery, the device overheated and became very hot. It has also not been possible to disassemble the device. There was no harm for patient, operator or third party reported. No further information received. Update 05-feb-2026 - further information was received: it was reported that during the reverse total shoulder arthroplasty, the device overheated and became very hot. It has also not been possible to disassemble the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.